Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping closed. It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). The heart was slightly rotated making imaging challenging. Two clips were successfully implanted. To further reduce mr, a third clip was advanced, however the clip got caught in chordae. The clip was freed without causing injury. The clip was placed in a1/p1, the clip would not close or open, it stayed at 60-70 degrees. The clip closed suddenly and was deployed. Mr was reduced to 2+. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close (open/close inability), difficult or delayed positioning, premature activation and poor image resolution could not be replicated under the testing environment as the clip was not returned. The l-lock tabs and actuator mandrel were observed/confirmed to be broken. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. All available information was investigated and cause for reported difficult to open or close (open/close inability), observed/confirmed break in l-lock tabs and actuator mandrel that likely resulted in premature activation could not be determined. The difficult or delayed positioning appears to be related to user technique/procedural circumstances. The reported foreign body in patient appears to be related to procedural circumstances. The broken pieces were submitted for scanning electron microscope lab (sem) analysis to investigate the failure mode of the l-lock tabs and actuator mandrel. Analysis concluded that the l-lock and actuator mandrel fracture morphology appeared to be indicative of counter-clockwise torsional stress, producing a ductile shear morphology. There is no indication of a product quality issue with respect to manufacture, design or labeling. H1: type of reportable event h6: patient code (B)(6) - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the third clip (91031u180) did not fully close, it stayed at 60 degrees. The clip disengaged /prematurely deployed and the actuator mandrel broke. The clip remained secure on the leaflets at 60 degrees. Returned goods analysis observed the l-lock tabs were also broken; there is a possibility the l-lock tabs remain in the patient. No additional information was provided.